Event description:
The customer contacted stryker to report that their device power button intermittently would not work. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue could not be duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.